Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to the corroded keypad traces. No moisture damage was found on the motor, battery tube, and vibrator assembly; however, moisture damage was found on the electronic assembly during the visual inspection. There was no unexpected vibrate anomaly or backlight anomaly noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she went swimming with the pump on for about 45 minutes before she noticed that she had it on. Customer stated that the lcd screen was fogged up and was now alarming button error. Customer stated that the pump is lighting up and is vibrating. Customer's blood glucose was 303 mg/dl at the time of the incident. Customer reported that there was fluid under the lcd display. Customer treated her blood glucose of 392 mg/dl with a manual injection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.